Manufacturer narrative:
The investigation of optical signal issue and ventricle perforation has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27093 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact facility name and fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27093.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient on the impella cp for acute myocardial infarction. It was reported that the pump had suction, position unknown, and position in aorta alarms while on patient support. The positioning of the impella was checked and no problems were noted. It was further reported that transthoracic echocardiogram revealed pericardial effusion from ventricular septal perforation (vsp) and oozing rupture. The relationship between oozing rupture/pericardial effusion and impella is unknown. The patient eventually expired on support.